Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, the lead was noted to have dislodged and exhibited retraction failure. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.